Event description:
A patient with two pieces of duoderm cgf applied on nose and face for securing the ryle's tube underwent an MRI examination for neck region. The duoderm melted and blackened and caused minor burn injury near thenose and mouth 5 minutes after the mria procedure started. After investigating, the healthcare professional claimed tht it may not have been caused by duoderm, but may have been caused by the nasal discharge (body fluid substance). The nasal discharge water content may absorb the energy from the MRI magnetic radiation, leading to water vaporization. At the same time, it generates heat causing the burn wound. They also said that only 60 degrees c can cause skin burn.